Manufacturer narrative:
Submit date: 10/20/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that when pulling the plunger down, they receive a constant stream of bubbles from the bottom of the barrel. The customer also states that the syringe is leaking down past the plunger and into the bottom part of the syringe.

Manufacturer narrative:
The device history record (DHR) for lot 715301 indicates that there were no defects found in 360 samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and did not show any issues related to the reported condition. All scheduled maintenance and calibration activities were completed. No corrective maintenance activities were performed during production of the lot in relation to the reported condition. There were 1000 samples submitted with this complaint. A total of 80 samples were tested for leaking and no defects were found. The reported condition could not be confirmed. The exact root cause could not be determined through a review of the equipment or the complaint investigation. The syringe assembly process is controlled and validated and should not damage barrels. The exact root cause could not be specifically determined. All factors related to the manufacturing equipment have a minimum probability to cause cracked barrel in the assembly process. However, based on historical data the factor that has the higher probability to cause cracked barrel in the process is a misalignment of the barrel loader equipment. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage in the fluid pathway. The lot met all defined acceptance criteria and was released. The exact root cause for the reported condition could not be specifically identified so a corresponding corrective action could not be taken. However, due to complaints for related issues from the field, corrective actions were taken to add troubleshooting guides to the ram operating procedure. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.